Event description:
Female pt came to emergency room with c/o abdominal pain. Pt received a false negative result from a qualitative serum hcg test. Abdominal sono done and was normal. Abdominal and pelvic CT scan done that revealed a (B)(6) intrauterine pregnancy. A repeat qualitative serum hcg was positive, as was a quantitative serum hcg, which confirmed and correlated with the (B)(6) fetus. This fetus was unnecessarily exposed to radiation based upon the false negative result obtained from her admitting qualitative serum hcg.